Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed a single occurrence of error message (sf65). The main circuit board was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf65) related to program data. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral main circuit board was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf65) related to program data. The device was not in patient use when the reported event occurred.